Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a nurse noticed the tubing had separated at the y-site during administration of a chemotherapeutic medication. It did not leak. There was no patient harm.